Event description:
It was reported that the customer received a no delivery alarm on the insulin pump. Her blood glucose was 220 mg/dl. Insulin did not exit during a 5.0 unit fixed prime. The customer was advised to disconnect and reconnect the reservoir and infusion set at the tubing connector and to push insulin slowly through the tubing. The customer reported insulin exited. During a manual prime, insulin exited and the customer was advised the insulin pump was working as designed, and the alarm was caused by an occlusion between the set and the resrevoir. The customer was advised to monitor for issues. Later, the customer was having the same problem and her blood glucose was at 400 mg/dl. She treated with injection. It was found that the customer did not rotate the insertion site after troubleshooting and was advised to do so. Nothing further was reported.

Manufacturer narrative:
.